Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer(fse) performing the checkout of the rental/loaner unit disassembled the unit and tested the fuses on the power supply without incident. To further address the issue, the fse removed the power supply and installed a new power supply. The fse reassembled the unit and performed a complete calibration and full functionality tests. The iabp passed all functionality and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site: his contact information is as follows: (B)(6).

Event description:
It was reported by a getinge field service engineer (fse) that during check out of rental/loaner unit the cs300 intra-aortic balloon pump (iabp )generated a steady alarm when attempting to be turned on. Additionally, the fse stated that the unit would not power up. There was no patient involvement and no adverse event was reported.